Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump and provided information on how to handle the situation if the malfunction code recurs. The customer was informed that they could continue using the pump and to call back should the issue reappear, which they acknowledged.